Event description:
It was reported that the left ventricular (lv) lead was not capturing. Lv pacing was turned off and the lead remained in service for a number of years. The lead was subsequently capped but not replaced during the patient's next routine generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.